Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the companion 2 driver compressors were cycling on and off while the driver was connected to wall air. The customer also reported that the patient remained on this driver. There was no reported adverse patient impact. Companion 2 driver s/n (B)(4) was returned to syncardia for evaluation. Visual inspection of the exterior of the driver did not reveal any abnormalities. A review of the driver's electronic patient file revealed numerous external air connected notifications. This is an indication that the necessary conditions required for the driver to operate exclusively on external air were not consistently met, thereby causing the driver to disable the external air connected icon and activate the primary compressor. This confirmed the customer reported issue of the driver not recognizing external air. Further investigation found that the main buffer tank pressure sensor voltage was out of the specified range, which indicated there was malfunction of the manual pressure regulator and is the root cause of the customer reported issue. Syncardia has initiated a corrective action (CAPA) to address the issue of manual pressure regulator failures. The investigation is in process. Potential corrective actions will be evaluated when the root cause investigation has been completed. Despite the customer reported issue of the driver not recognizing an external air source, risk to the patient was low because the driver continued performing its life-sustaining functions. The compressors are designed to maintain tank pressure in the event the driver is disconnected from an external air source and serve as a backup air supply to support the patient during temporary situations when wall air supply is not available. When wall air is connected, the compressor cycling does not present a risk because the driver's main air tank has an overpressure relief valve to vent excess pressure. The manual pressure regulator and pmb were replaced, the driver was serviced and passed all final performance testing. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the companion 2 driver compressors were cycling on and off while the driver was connected to wall air. The customer also reported that the pt remained on this driver. There was no reported adverse pt impact. This alleged failure mode poses a low risk to the pt because it did not prevent the companion 2 driver from performing its life-sustaining functions. An investigation will be conducted by syncardia. The results will be provided in a supplemental MDR.